Manufacturer narrative:
During service, the handpiece overheated due to a loose drive link. The blade mount mechanism lever fell off while the device was running during testing, due to a failure of the press fit. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the blade mount lever disassembled and the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the blade mount lever disassembled and the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.